Manufacturer narrative:
As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint and the received data were carefully analysed. The available photographic images showed damages to the lead's insulation. The nature and location of these damages, however, could not be determined. Diagnostic images of the lead or electrical data such as iegm's were not received for analysis. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
This lead was explanted and replaced because it had an insulation breach. The ICD could not be interrogated after a shock that was delivered by this lead. The hospital retained the device. Should additional information be received, this file will be updated.